Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was examined, and blood is observed in the vacutainer holder. It is unable to determine if the rubber sleeve is recovered due to the clarity of the photo. It is also unable to determine if there are any sleeve defects, as the sleeve is blocked by the vacutainer holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, there is blood leaking from the sleeve on the non patient end of the product. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, there is blood leaking from the sleeve on the non patient end of the product. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone #: (B)(6) . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.